Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. The ps1 power supply was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a communication failure error message during a case. No patient injury was reported.